Manufacturer narrative:
Multiple attempts for product return and requests for add'l info were made. The unit has not been returned to masimo to allow an analysis to be performed. If new info is obtained or the device is returned, a f/u report will be submitted. This issue was not reported in a timely manner by field personnel. A discussion with the reporter was held informing them of the importance of reporting. Formal training in the requirement of timely reporting of customer complaints has been performed with the responsible reporter.

Event description:
It was reported by customer that the arterial blood gas value was not correlating to the values customer obtained in the labs. The pt's prior condition was described as very sick. No known pt impact was reported.